Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. Upon investigation the electrode belt was received in a damaged condition. The cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. Additionally, pulse wire migration was seen in ECG "c" and thermal damage was discovered on the u722 component on the dn pca. While the u722 component was damaged, and is part of the gel fire curcuit, gel was released prior to the treatment event, which indicates that the device acted as intended. Root cause: for the dn to rear therapy electrode pulled from strain relief: the root cause for the strained cable was excessive force. For the thermally damaged u722: the root cause for the damaged u722 component could not be positively identified. For the pulse wire migration in ECG "c:" a root cause investigation determined that the cause of the unused wire migration in the ECG "c&d" cable was the lack of a method to secure the unused wire ends. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 01/12/2012. Electrode belt: 03/28/2016.

Event description:
A us distributor contacted zoll to report that a patient had passed away at home during the night of (B)(6) 2020, while wearing the lifevest. It was reported that the device was alarming, but the patient was not alert. The patient's passing was cardiac related. It was also reported that emt performed resuscitation efforts. There were no deficiencies alleged. Per clinical review of the available ECG data, an arrythmia was detected at 15:24:01 with response button use. It is unclear who was pressing the response buttons as the patient was not alert. ECG shows sinus tachycardia at 100 bpm degrading to ventricular tachycardia (vt) at 220 bpm, and degrading to ventricular fibrillation (vf), which further degraded to asystole. The device properly detected vt/vf at 15:24:01. However, the response buttons were pressed intermittently preventing the lifevest from treating the patient. Gel was released at 15:24:26 while the patient was in vf, indicating a properly functioning electrode belt. After gel was released and prior to treatment, at 15:26:31/32, the device detected a can comm status, which typically indicates an issue with communicating to the electrode belt. The patient was last seen in asystole before delivering the shock. Asystole is a non-shockable rhythm. The downloaded patient data flag files indicate that the patient received one treatment event which delivered a full 150j pulse at 15:26:33 on the date of death ( (B)(6) 2020). Following the treatment, asystole was detected nine times from 15:27:57 to 15:43:23, and ECG shows sinus bradycardia at 20 bpm slowing to severe bradycardia at 10 bpm. The rhythm then degraded to asystole with intermittent cardiac activity. The device was shutdown at 16:23:22 on (B)(6) 2020. There were no allegations of device malfunction contributing to the patient's death. The device was fully functional upon receipt. The specific rhythm at the time of the treatment events is unknown. The downloaded data indicates a communication issue between the monitor and electrode belt. The patient's continuous ECG recordings are not available for further analysis, likely due to the communication issue. Recurrence of missing or unavailable data did not cause or contribute to the patient's death and will not cause or contribute to a future adverse event.